Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 46. On (B)(6) 2019, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.